Event description:
It was reported that the patient did not charge the implantable neurostimulator (ins) and that was the reason for the revision today. Additional information received reported that no follow up testing was performed on the battery that was explanted. It was noted that the patient was receiving comfortable stimulation post-operatively and was happy.

Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).